Event description:
Dr. Was performing a left shoulder arthroscopy, the tip of the arthroscopic shaver blade broke off while in use in the patient. Dr. Realized the situation, and removed the tip that was broken off in the soft tissue of the shoulder. Stryker arthroscopic shaver blade. Ref: 0375544000 lot: 18264ce2. No harm to patient.